Event description:
It was reported that the pt experienced swelling over the pump since it was implanted in 2001. An x-ray showed that the pump connection to the pt's catheter was disconnected. The pt stated that the implant physician and the follow-up physician both had seen no problem with the results from the x-rays the pt had one. The pt was emotionally labile due to a prior brain injury. The hcp planned to put saline in the pt's pump. The pt had hoped that the saline would alleviate the burning sensation caused by the leaking baclofen from the catheter disconnection. The pt wanted to be on oral baclofen only and have the pump removed. The pt was later managed with just oral baclofen and still had some swelling noted around the pump area, but the hcp was not concerned about the little amount of fluid build-up. The pt had their pump replaced in 2001. The pt noted that he was active with skiing, had worked on cars and rode all-terrain vehicles. The pt had another pump explant in 2005, without a replacement. Additional information has been requested, a follow-up report will be sent if additional information becomes available.